Event description:
It was reported that during a laparoscopic cholecystectomy, device did not deploy the clips. Another device was used to complete procedure with no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2024. B3: unknown, assumed first day of month that complaint was reported. D4: batch # a9ej2n. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and in the next cycles, the clips were not fed into the jaws. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe tab was found to be damaged causing the feeding issues. In addition, eleven(11) clips were found inside the clip track. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.